Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "contrast", "down" and "up" keys are hyper-responsive and ok,"up" and "down" keys have intermittent response to button press. Pump returned with torn keypad, on the "ok" key." Keypad was removed to investigate and evidence of keypad contamination was located under "ok","contrast","up" and "down" contact buttons. "Ok" key contact button is inverted. Unrelated to this complaint, a visual inspection of "battery compartment" revealed compartment crack from threads to bumper pad.

Event description:
Reporter alleged that the ok button is intermittently hyper-responsive. He states it has been happening for approximately a month. Sometimes it work and sometimes it does not. Tested the bolus ezbg feature and demonstrated hyper responsiveness and normal response. Patient also mentioned that the ok button is torn; however, it is unknown whether the ok button was torn before or after the intermittent issue. No other issues with button keypads at this time. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.